Event description:
It was reported by the company representative that the peek custom implant ((B)(4)) did not fit as intended. The doctor spent 2.5 hours burring the product down in order to achieve a proper fit. The patient was left under anesthesia during this additional process.

Manufacturer narrative:
A confirmation of the reported event was possible although the device has not been returned. The device has been manufactured according to the specification but when reviewing the case¿s design documentation the following was found: during the design process a solid bone portion was classified as a loose bone fragment and was therefore not considered when shaping the implant¿s outer contour. As a result the surgeon had to modify the implant for proper fit. Therefore (B)(4) was initiated to prevent reoccurrence. Device was unable to be returned as it is implanted in the patient.

Event description:
It was reported by the company representative that the peek custom implant ((B)(4)) did not fit as intended. The doctor spent 2.5 hours burring the product down in order to achieve a proper fit. The patient was left under anesthesia during this additional process.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device is implanted in patient.